Event description:
According to the complainant, during the procedure, it was observed the wallflex enteral duodenal stent suddenly moved out of position. Clinical follow up indicated the "stent migrated during the procedure. It migrated right after being deployed". The physician successfully completed the procedure with another wallflex enteral duodenal stent. No patient complications were reported as a result of this event. The patient's condition was reported as "good."

Manufacturer narrative:
A visual examination of the returned device revealed the stent had been deployed and not returned. Further evaluation found the outer sheath was retracted approximately 23mm proximal to the stent holder. No anomalies were noted with the catheter. The customer's complaint is not confirmed. A review of the device history record for the pertinent lot was performed, no anomalies were noted.